Event description:
Cook (B)(6) reported for the customer, "the broken miniport catheter migrated to the pulmonary artery." "The catheter broke more or less at the elbow flexure." Per complaint form: "the catheter broke and the physician needs to cath part of it from the pulmonary artery." A section of the device did not remain inside the patient's body. A section of the device was retrieved from the pulmonary artery. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Quality engineering inspected the port, catheter, and catheter lock. The port was returned with the catheter and lock still attached per IFU instructions. Two pieces of the catheter display signs of a breakage, and these pieces fit together. These pieces of catheter display signs of burnishing and wear on the outer surface of the catheter. Additionally, the longer, detached portion of the catheter was bound using heat shrink to another length of catheter. No indication was given as to the purpose of the heat shrink or the additional length of catheter, how these lengths may have been joined at one point, or whether the heat shrink was included following the removal of the device. Based upon the burnishing of the catheter, it appears the catheter fractured due to wear over time. Comments in the complaint record indicate that this device was implanted in the patient's arm, whose movement can cause wear on the catheter which may lead to a fracture. There is no evidence to indicate that this device was not manufactured to specification. Risk assessment was calculated per (B)(4). Because no product nonconformance can be linked to this complaint, there is a high detection, which, mixed with low frequency and minor harm give a low rpn. No further action is required. Sales calculated for injection ports sold from (B)(4) 2012.